Event description:
No event occurred. No patients were affected. There is only a potential health hazard discovered by the manufacturer. This issue was found with the create wall, expand/contract, and roi algebra functions in raystation 8b, 8b sp1, 8b sp2, 9a, 9b, 9b sp1, 10a, 10a sp1 and 10b. When using any of these functions on a region of interest (roi) created by deep learning (dl) segmentation, the resulting output roi may not be as intended. Description the output rois from the dl segmentation are represented by voxel objects where the voxel values have been smoothed using a gaussian filter. This smoothed voxel representation is not compatible with the create wall, expand/contract, and roi algebra functions in raystation and the resulting rois from these functions may not be as intended. When selecting an roi created by dl segmentation as input, the following holds for the different functions: create wall the create wall function gives a thicker wall than specified. Expand/contract the expand/contract functions may give a larger expansion/contraction than specified. If the voxel grid for the dl segmentation output is non-uniform or if a non-uniform expansion/contraction is specified, the expansion/contraction will produce a correct result. Roi algebra the roi algebra function may give erroneous results if expansion/contraction is used or if algorithm ='voxels' is used (only available from the scripting interface). Actions to be taken by the user. Do not use create wall, expand/contract, or roi algebra directly on rois created by the dl segmentation. Instead, convert the rois to contour or mesh representation before using the affected functions.

Manufacturer narrative:
There has been no adverse event. A software implementation error has been identified. This issue was found with the create wall, expand/contract, and roi algebra functions in raystation 8b, 8b sp1, 8b sp2, 9a, 9b, 9b sp1, 10a, 10a sp1 and 10b. When using any of these functions on a region of interest (roi) created by deep learning (dl) segmentation, the resulting output roi may not be as intended. In the event that a clinical decision is based on dose statistics for an incorrectly generated roi, this could lead to the approval of an inappropriate dose plan. This could lead to local over-dose in a risk organ from allowing too high of a dose in the treatment plan or under-dosage to target.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00014 73474 rs create wall for dl roi. No event occurred. There is only a potential health hazard discovered by the manufacturer. When using deep learning (dl) segmentation followed by some geometrical functions, the results are incorrect. A smoothing algorithm is used on dl generated regions of interest (rois), resulting in a wide fuzzy border rather than a sharp edge in the voxel representation. Such rois could also be created by using roi algebra on a dl generated roi, but only from scripting and only if the option to use voxel representation is explicitly selected. Rois with a fuzzy border are not properly handled by some of the roi editing tools. The generated rois would not be as intended. Dose statistics would be correct based on the roi geometry, but could be misleading since that is not the geometry intended. If dose statistics for an incorrectly created roi are used to determine if a plan is acceptable for treatment, this could potentially lead to an inappropriate plan being approved. Depending on the error in the roi geometry and the clinical goals used the error could lead to a more conservative or more liberal plan than intended. The following functions are affected: - create wall: the create wall function gives a thicker wall than specified. Expand/contract: the expand/contract functions may give a larger expansion/contraction than specified. If the voxel grid for the dl segmentation output is non-uniform or if a non-uniform expansion/contraction is specified, the expansion/contraction will produce a correct result. Roi algebra: the roi algebra function may give erroneous results if expansion/contraction is used or if algorithm='voxels' is used (only available from the scripting interface). The workaround is to use the "convert to contours" tool on the dl generated rois. When that is done, the functions will work as intended.